Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer froze up during an interrogation. The nurse practitioner turned it off, waited a minute, and started it back up and it froze again. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the programmer passed bench testing. Analysis found the display drops due to the left and right lower hinges. Analysis also found the system fan was noisy and the printer was loud at slow speeds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.